Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 309653, lot number 0274670. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger when filled with fluid. The following information was provided by the initial reporter: "bd 50ml syringes are leaky. Occasionally will leak from plunger when filled with fluid. Date of incident: (B)(6) 2021."